Manufacturer narrative:
The lot number: 22i128 was verified that has been released by prollenium. The batch record (20-sep-2022) and qc final inspection review checklist (28-sep-2022) were analyzed and it has been determined that the product was released within final specifications. The prollenium medical director's opinion about the reported adverse event can be found in section b-5.

Event description:
As per the injector's report, a 31 yo female was injected with 1.2 ml revaneese lips+ (with lidocaine) into her lips on (B)(6) 2023. Lidocaine 23% /tetracaine 7% topical applied for 20 minutes prior to injections. The injector noticed mild discoloration in the photos that the patient hadn't the evening before and reached out to the patient to follow up . She responded complaining of severe pain and soreness above the left upper lip and mild discoloration compared to the capillary refill we discussed prior. The clinic's medical director was notified and the injector agreed to see the patient in the clinic immediately. The injector told the patient to take 325mg of asa and come into the office so the injector could physically assess her. She arrived at 8:36. After assessing the area, the injector noted sluggish capillary refill greater than 3 seconds in some areas all confined to the upper border of the lip to the nlf and pa. The injector gave her 325 mg asa and 40 mg of sildenafil po with water. The injector applied a new warm compress for her while also started a peripheral IV, 20g in the ac and administered 1l of lr for volume expansion and to decrease blood viscosity. At 9:00am the injector started flooding the area with hylenex injections in the described area. Utilizing 30g bd 0.3ml with 5/16 in. Needle and 30g 0.5ml with 1/2in and 25g 1/2in cannula. After two vials (150 units/via), the injector has decided to use ultrasound. About 10:20 am, they start scanning using ultrasound and assessing the area further. Us was placed on the left side at her jawline and scanned to her nose to define her anatomy and vasculature. The patient was noted to have decreased perfusion in the angular artery approximately 5 mm from the pa. They continued localized use of hylenex with bd insulin needles. "Flooding" and "fishing" techniques in the angular artery provided significant pain relief for the patient. After injections, the patient was rescanned noting improved flow and faster occasionally hylenex injections were mixed with lidocaine 2% to help with patient comfort. During interventions, the patient also received 3 passes of venus versa radiofrequency treatments on settings to improve oxygenation to the treated area. The patient received a total of 9 vials of hylenex during filler reversal. On (B)(6) 2023, the patient said they were sore but reported improved capillary refill and decreased redness. The patient prescribed cephalexin 500 mg po twice daily for five days. The patient returned to the clinic on (B)(6) 2023 following vo treatment and management on (B)(6) 2023. The patient complained of mild pain noted in the corner of the left nare and above the lip. Pustules were noted slightly medial to the left nasolabial fold region. Cap refill was between 2-3 seconds in all areas. Another 2 vials of hylenex were injected in the gonial notch (entry point of the facial artery), mental area, oral commissure, superior border of the lip, pa, nlf. The patient was shown capillary refill test results with a mirror. The patient returned for another physical assessment at 0800 on (B)(6) 2023. Significant improvement from previous assessments. The patient did not complain of pain in the pa anymore. Majority of crt were 2 seconds or less. The patient will return in the evening for eo2 device application. And continue to follow up. He retrospective review of the batch (22i128) file shows that no element could explain the ae. The batch record, qc test reports and training of the staff were analyzed which showed that the product was within required specifications and was manufactured and tested according the appropriate procedures. Review the ncr, oos and deviation logs confirmed zero results for this lot. The pollenium medical director's medical opinion is as follows: "the following is a clinical opinion based on the information provided in case: (B)(4). On (B)(6) 2023 a patient received revanesse lips+ injected into her lips, " pyriform aperture" and pre jowl sulcus. Prior to injection lidocaine 23% + tetracaine 7% was applied to the treatment area. There were no concerns or adverse events documented at the time of injection. The following morning the injector noted discolouration above the left upper lip on an after photo. Upon discussion the patient confirmed "severe pain and soreness above the left upper lip". Vascular occlusion was suspected and the patient was seen at the clinic where vascular occlusion protocol was initiated. The occlusion of the angular artery was also confirmed by ultrasound. The patient was treated successfully with asa, heat, antibiotics and repeated hylenex injections. My clinical opinion is that this case represents an inadvertant arterial occlusion that was quickly and successfully managed." Internal report number : (B)(4).